Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) 4 0mg for a total dose of 11.53mg via an implantable pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2017 patient presented at the emergency room (ER) reporting pump was alarming and telling patient to see a healthcare professional (hcp). Patient called hcp on (B)(6) 2017 after visit to the ER and reported that she thought the pump was administering too much drug. It was noted patient reported falling on pump prior that day. Interrogation of the pump was performed and no alarms had occurred. No actions or interventions were taken at that time. Patient was instructed to follow up with hcp office on monday morning ((B)(6) 2017). It was noted the issue was not resolved at time of the report, and at the time of the report the patient's status was alive-no injury. It was noted no surgical intervention occurred or was planned. It was later reported on (B)(6) 2017 the pump serial number involved with this event was (B)(4). It was noted further information will be requested from clinic and patient was to follow up with the clinic on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.